Manufacturer narrative:
This report is submitted on march 15, 2024.

Event description:
Per the clinic, the device was incorrectly placed during the implant surgery thus, the implant was not inside the patient's cochlea. Subsequently, the device was explanted on (B)(6) 2024. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 18, 2024.